Event description:
During cardiac cath, the distal segment of the cardiac dilation balloon (approximately 15-20 cm) detached from catheter delivery system. It remained on the deployment wire with the balloon segment located just outside of the delivery catheter. The entire system was successfully removed from the patient so there was no unintended retained item.